Manufacturer narrative:
Additional information was received on (B)(6)2019 on the event. Catheters involved in the procedure, including quads and the ablation catheter listed below, were places in the right atrium and ventricle. An ep study was performed, but no tachycardia was inducible. Catheters were removed from the body and sheaths were removed. Soon thereafter, there was a drop in blood pressure of the patient. A cardiac tamponade was confirmed by transthoracic echocardiogram. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device with lot number 30258667m, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a female patient underwent an atrial tachycardia procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. After the procedure, post use of biosense webster products, there was a drop in blood pressure of the patient. A cardiac tamponade was confirmed by transthoracic echocardiogram. Pericardiocentesis was performed and 750 ml of fluid was removed. The patient was reported to be in stable condition after the pericardiocentesis. It is unknown if extended hospitalization was required and the patient¿s outcome. The physician¿s causality opinion on the event is also unknown. No transseptal puncture was performed. There was no ablation prior to discovering the cardiac tamponade and no evidence of steam pop. Flow setting was 2ml/min. Graph, dashboard and vector force visualization features were used during the procedure. There were no error messages observed on biosense webster equipment during the procedure. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.